Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reports insulin squirting out of her insulin pump while priming; the insulin pump also alarmed prime error. The customer's blood glucose was 514 mg/dl. Troubleshooting revealed that the drive support cap was sticking out. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot, stained end cap sticker and cracked battery tube threads.